Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of the door of the battery compartment which was slightly cracked near the locking screw the reported event of difficulty connecting the controller¿s black power cable to the mobile power unit (mpu) was confirmed. The returned mpu (serial number: (B)(6)) was evaluated at the european distribution center (edc). The black power cable connector on the mpu could not be properly connected to a test system controller power cable connector due to the threads on the mpu connector being worn. The patient cable was replaced and the connection issue resolved. The mpu was then functionally tested and passed without issue. The reported event was determined to be due to the mpu having a damaged thread on the patient cable black power cable connector; however, the root cause of the damaged thread could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 23nov2018. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient connected the controller to the mobile power unit (mpu), and the black leads of controller was difficult to connect to the mpu. The mpu was exchanged and there was no more difficulty to connect the black lead.